Event description:
Description of importer report (B)(4); during a mid-craniotomy, the staff noted a smoke odor coming from the surgical table. They pulled back and drapes and noted smoke and saw that the power cord came unplugged from the table. The procedure was delayed as biomed had to be called to evaluate the table. Neither pt or providers suffered any serious injury. Upon initial investigation, facility is not using OEM part, which may have contributed to the event. (B)(4).

Manufacturer narrative:
(B)(4) and the relevant information are received from our distributor, (B)(4). And the evaluation of the event has been completed as mentioned in their reports. Finally, the power cord was replaced during the case and the procedure was able to be completed. Our conclusion based on their information is that this adverse event had occurred due to improper power cord use for the table as shown in the photos of the page 4 of 4.